Manufacturer narrative:
Subgaleal hemorrhages are a rare and known risk factor for any vacuum-assisted vaginal deliveries. Risk factors for this type of hemorrhage include: nulliparity, malposition, misplacement of the cup, prolonged traction efforts, and pop-ofs/detachment of the vacuum cup. The report indicated that three pop-offs occurred during the procedure and per our instructions for use, is recommended no more than two. The infant was discharged after 3 days with no complications. Device was not returned for evaluation.

Event description:
On march 31 2016, clinical innovations was notified of an injury involving the kiwi vacuum assisted device via email. The report indicates that on (B)(6) 2016 a newborn was diagnosed with subgaleal hematoma following vaginal delivery with a vacuum assisted device.